Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), implantable pacing lead, (B)(6) 2009, (B)(4), implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and that the bi-ventricular pacemaker had experienced early battery depletion. The bi-ventricular pacemaker was removed and replaced and the lv lead was repositioned and re-used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and that the bi-ventricular pacemaker had experienced early battery depletion. The bi-ventricular pacemaker was removed and replaced and the lv lead was turned off. No patient complications have been reported as a result of this event.